Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image with 180 scopes occurred due to patient printed circuit board set failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found unit was not generating an image when using 180 scopes due to a faulty patient board set, front video connector was worn out, software was outdated, and chassis was rusted and front panel faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii video system center the dvi (digital visual interface signal) port is not working. Reportedly, the issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-12006 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.